Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: based on the available information, there is no objective evidence which indicated the liberty select cycler caused or contributed to the patient¿s hernia. The patient¿s hernia was pre-existing condition prior to start of pd therapy. While pd therapy can exacerbate pre-existing hernias due to intra-abdominal pressure from the pd solution; there is no documentation that indicates the patient¿s hernia has been affected by pd or that the hernia has required any medical intervention since starting pd.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had a long history of hernia. During follow-up with the pd nurse, it was disclosed the patient¿s hernia was pre-existing (prior to the start of pd therapy in (B)(6) 2016; unknown date of origin). Per the nurse, the patient was seen by a surgeon (date unknown) and was informed the hernia was not affecting pd therapy. The patient reportedly continues pd therapy with no further reported issues.